Event description:
An international distributor reported a customer's battery pack will not stay latched in their AED. They reported this did not occur during patient use.

Manufacturer narrative:
Evaluation of the returned device confirmed that the battery pack could not be securely latched into the battery well. The issue was caused by broken battery latch, which is intended to assist in securing the battery in place. Despite the damaged latch, the device was able to function when the battery was manually held in position during testing.